Event description:
After threading the esophageal balloon and deployment of the device, staff was unable to remove the device from the scope. The biomedical department was called and the scope was removed from the patient, followed by the balloon being removed from the scope. The manufacturing representative was notified of the incident.